Event description:
It was reported, that a patient presented in-clinic for a scheduled procedure. Upon interrogation, it was noted, that the right-atrial (ra) lead exhibited over-sensing and inappropriate automatic mode switch. As a resolution, the ra lead was capped and replaced on (B)(6) 2024. The patient condition was stable.